Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ blunt fill needle broke during preparation. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that a bd¿ blunt fill needle broke during preparation. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: one used sample was returned still attached to the syringe. The needle was broken, therefore failure mode is verified. The molds were inspected for alignment, and the cores/cavities were verified for correct components. Nothing has changed for the molding, assembly, or packaging processes. Neither the resin nor colorant has been changed. We have been able to replicate the defect by applying an excessive angled force to the hub, but that should not be the normal use of these needles. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review could not be completed as no batch number was provided.